Manufacturer narrative:
The log file of the affected device was available for the investigation. However, as the log file was downloaded and provided around 2 months after the date of event, only partial information was available. The infinity acs workstation cc consists of two main parts which operate mostly independent of each other. The ventilation unit v500 performs the ventilation and the cockpit c500 is the main display and allows for user input. The log file of the cockpit was already overwritten with new data as it was used again after the event. The log file of the ventilation unit still covered the date of event but showed no functional deviation regarding the ventilation. As the reported error message (¿warning that it was going to reboot in 5 seconds¿) corresponds with the specified alarm message displayed prior to a restart of the cockpit, it is likely only the cockpit performed a reboot during the event. A detailed root cause of the cockpit reboot could not be determined due to the missing information. If the device detects a deviation concerning the cockpit, a warmstart will be triggered in order to reset the micro processing system to a specified state. The ventilation performed by the ventilation unit is not be affected by a restarting cockpit and will be continued as set. An indicator bar showing the ongoing ventilation and safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. After successful completion of the warm start (duration approx. 45 seconds), the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. Based on the investigation results the device reacted as specified to the deviation and the ventilation was not interrupted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator performed a reboot during ventilation. The ventilator did reboot but the patient required manual bagging in the interim. The patient was manually oxygenated, and oxygen saturation dropped to 88% then increased to 100% again. The patient required a propofol boluses to re-establish ventilation due desynchrony.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator performed a reboot during ventilation. The ventilator did reboot but the patient required manual bagging in the interim. The patient was manually oxygenated, and oxygen saturation dropped to 88% then increased to 100% again. The patient required a propofol boluses to re-establish ventilation due desynchrony.